Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3354-25, serial/lot #: (B)(4), description: w4 splitter 2x4-25 cm; model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further details regarding the patient¿s explant will be provided to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.